Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that implantation of an impella cp was aborted due to patient anatomy. The pump could not pass the aorta and the cannula appeared to be kinked. A new pump was successfully implanted and no patient harm was reported.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, catalog number). Upon review, the section d catalog and serial number have now been updated. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer, has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the delivery issue was most likely patient related due to vessel calcification and as evidenced as a catheter kink resulting from the resistance during delivery. The cause of catheter kink was most likely patient related due to vessel calcification and as evidenced as a catheter kink resulting from the resistance during delivery.